Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had her device explanted due to infection. The pt is diabetic and it was stated that her body rejected the implant. Further info was requested from the pt's physician.